Event description:
Pt recently reinitiated hemodialysis in 2003. The following month, after 10 mins on machine, pt found unresponsive, no respirations, no pulse, CPR initiated blood returned, ems notified. After several minutes, repsirations resumed 25, hr in 40's, bp 100/48. Ems arrived, transported to ER. Pt dialyzed in hosp on the following day with gamma radiated dialyzer and after 5 mins reported "feeling same way" with wheezing. Treatment stopped. The following day dialyzed safely on baxter ca-hp-210 dialyzer.